Event description:
Physician reporting hypotony from a patient who sought out for second opinion. Omni procedure was performed by a different physician more than a year ago. Patient reported as phakic with high myopia.